Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 4.1 had a duplicate pocket address. A field service engineer (fse) assisted the customer remotely to recover all failed pockets. However, when the customer attempted to reinstall the same pockets, the duplicate address error reappeared. The fse performed a cold boot of the device, removed and reinstalled the drawer cable, and rebooted the station. After these actions, the customer was able to reinstall all pockets successfully, and all functions tested normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer failed and required maintenance. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI), medical device model, medical device serial, section e initial reporter occupation. Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer failed and required maintenance. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.